Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an underwent a atrioventricular reentrant tachycardia (avrt) / wolff-parkinson-white (wpw) with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered st elevation requiring angioplasty. It was reported that the patient experienced st segment changes / elevation on at least the inferior body surface EKG leads during an accessory pathway ablation. The physician was ablating around the coronary sinus osteum with the stsf catheter at the time of the st segment changes. A coronary angioplasty of the circumflex artery was performed with a favorable outcome. The patient remained stable throughout the procedure. After the angioplasty the physician confirmed conduction block of the accessory pathway, successful ablation. The patient was stable and the caller believed they were headed to the ICU for observation. The physician did not indicate that they believed bwi products contributed to the patient event. The physician¿s opinion on the cause of this adverse event is that it was due to unusual patient anatomy. The medical intervention provided was angioplasty. The patient outcome of the adverse event is improved. The bwi sales consultant is not sure if the patient required extended hospitalization because of the adverse event. Other relevant history includes prior ablation. A smartablate generator with serial number (B)(4) was used. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 26-apr-2022, the product investigation was completed. It was reported that a 24-year-old female patient underwent an underwent a atrioventricular reentrant tachycardia (avrt) / wolff-parkinson-white (wpw) with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered st elevation requiring angioplasty. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device number 30735862l, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).